Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient and by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 12:00pm. The patient reported obtaining readings of ¿174, 192 and 181 mg/dl¿ with the subject meter. The patient stated she tests her blood glucose three times a day at breakfast, lunch and dinner and her usual expected results are ¿73 mg/dl ¿ 160 mg/dl¿. During the call recording the patient stated that she manages her diabetes with humulin insulin and during the follow-up call she reported adjusting her medication in response to the alleged inaccurate readings. The patient reported developing symptoms of ¿sweating, hunger, and feeling hot¿ 15 minutes after the alleged issue began. During the call recording the patient stated she associated these symptoms with her blood glucose going too low. There was no mention of medical treatment/intervention received for a low blood glucose excursion however she claimed attending the urgent care clinic the following day on (B)(6) 2014 at 2:00pm where she received health care professional (hcp) treatment of antibiotics and oral medication for diabetes (type and dose unspecified). The patient claimed a blood glucose reading was performed on the clinic device and a result which she described as ¿too high¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement product was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate high blood glucose readings with the subject meter. The alleged meter issue could not be ruled out as a cause or contributor to the event.